Manufacturer narrative:
The returned device was evaluated. The investigation found the clutch spring had not been released from the spring latch and the drive was not engaged. The plunger did not advance and no insulin was being administered. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 428mg/dl while wearing the pod on her abdomen for between 1 and 4 hours. Treatment included a new pod. The device was returned for evaluation.